Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Concomitant medical products: baxter normal saline bag.

Event description:
It was reported that an rn initiated an unspecified chemo infusion attached to texium low sorb tubing with a filter however it was noticed that the issue is that the tubing is not requiring the orange cap or any other device to engage it to flow. As soon as you open the roller clamp, the chemo will run to prime the tubing with nothing on the end of the tubing. The event occurred in picu . Although requested, no further details were provided by the customer for this event. The rn tested additional set with normal saline not used on a patient customer stated; " that the texium low sorb tubing with a filter ran the solution without anything on the end of it. However it only ran to the filter closest to the end of the tubing and then did not run anymore."